Manufacturer narrative:
The patient is over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned device revealed the flare (joint section in between ptfe and poly tip) presents a separation as well as two kinks near the distal tip section. It appears have been pulled against resistance, that compromises the integrity of the device; thereby causing the separation. The entire length of the wire was examined and no anomalies were observed. It is important to mention that the event happened during the procedure and there is no alleged damage in the wire prior to its insertion. It is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A review of similar complaints revealed no other complaints.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure on (B)(6), 2010. According to the complaint, when the guidewire was inserted into an mtw cannula it encountered severe resistance in the distal end of the cannula and became stuck. Both the guidewire and the cannula were removed. Upon observation, it was noted that the distal coating of the guidewire was peeled. No portion of the guidewire fell into the patient. The procedure was completed with another jagwire. There was no complications reported as result of this event, and the patient's condition was reported to be "good." On (B)(6), 2011, preliminary investigation of the returned device revealed that the distal tip of the jagwire had separated, making this a reportable event. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure on (B)(6), 2010. According to the complaint, when the guidewire was inserted into an mtw cannula it encountered severe resistance in the distal end of the cannula and became stuck. Both the guidewire and the cannula were removed. Upon observation, it was noted that the distal coating of the guidewire was peeled. No portion of the guidewire fell into the patient. The procedure was completed with another jagwire. There was no complications reported as result of this event, and the patient's condition was reported to be "good." On (B)(6), 2011, preliminary investigation of the returned device revealed that the distal tip of the jagwire had separated, making this a reportable event. A supplemental report will be filed when the investigation has been completed.